Manufacturer narrative:
Product analysis: analysis confirmed the customer comment that the epg had a broken ventricular connector and a broken hanger. The lower case was broken. The battery drawer stuck (during initial inspection). The epg was at end of life. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator (epg) which returned into service subsequently tested out of specification during manufacturer analysis. There was no patient involvement.